Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device could not be plugged in. The technician recommended replacing the device's a/c cable to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped.

Manufacturer narrative:
The manufacturer previously reported to a ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device could not be plugged in. The technician recommended replacing the device's a/c cable to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped. The event date was misidentified in the previous report. The correction has been made in box b of this report.